Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. #mw5162715

Event description:
Patient initially reported on (B)(6) 2024 mobility concerns on the two front teeth (24 & 25) which are the most crooked after wearing the lower aligners for several months. The patient also noted sensitivity and one of the teeth to be a bit lose where the tooth can be wiggled. The byte cst (clinical support team) found mobility wnl (within normal limits) and advised the patient to see the dentist for further evaluation. Subsequently on 12/10/2024, a copy of the voluntary MDR report mw5162715 was received indicating the patient reported two (2) chipped teeth, lose teeth, and pain after wearing the aligner for over one (1) year.